Manufacturer narrative:
Section b2 (date of death) and d4: correction. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not conclusively be established through this evaluation. The cause of expiration was not provided. The pump was not explanted. The account communicated that the patient expired at home and no further information was available. The account stated that they didn¿t have the controllers. They were only able to provide log files. The submitted system controller event log files contained data from (B)(6) 2020, through (B)(6) 2020, and (B)(6) 2020, through (B)(6) 2020, when the pump was turned off. It was noted that starting on (B)(6) 2020, low flow alarms were observed until the end of the file. Starting on (B)(6) 2020, the flow was observed to gradually decrease to 0 liters per minute (lpm). The events observed in the file was consistent with the report that the patient expired on (B)(6) 2020. The pump speed remained stable, and the system appeared to function as intended for the duration of the files. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. Section 1 provides an explanation of all pump parameters, including flow. Section 4 provides information for the system monitor describing the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through patient outcome that the patient expired and the cause was unknown. No autopsy was performed and the device was not explanted.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.